Manufacturer narrative:
.

Event description:
Customer reported neosynephrine was infusing via pump. IV tubing split and leaked near upper fitment with tear in silicone segment nearly splitting it in two. States no patient harm occurred. Set has been requested but not received. Follow-up report will be filed if set is received in the future.